Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. This 3.50x38mm promus element stent delivery system (sds) was advanced to the lesion; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's current condition is stable. However, the returned product revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product a visual and microscopic examination identified distal stent damage. Struts in the distal section of the stent were misaligned and slightly raised. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).